Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during the pre-testing process it was observed that the battery handpiece device did not stop. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was determined that the trigger was stuck in the pressed in position, and the triggers were jammed. It was further determined that the device failed the leakage test. The assignable root cause was determined to be component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.